Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was attempting to perform a ketone test with her adc blood glucose meter on (B)(6) 2016 at 5:27pm, but the meter "failed to work". The customer stated she experienced a loss of consciousness and received unspecified treatment at a hospital. The customer did not provide any further details regarding the event, and declined to complete troubleshooting. There was no report of death or permanent injury associated with this event.